Manufacturer narrative:
The ventilator was investigated by our field service engineer on site. After several checks, the device showed no failures. At the time of the inspection, the device had no expiratory cassette and it was tested with another one than the one that was used at the time of the notification. It was mentioned that the expiratory cassette was taken to be sterilized and was not locatable. The ventilator is suitable for clinical use. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator had safety valve failure. There was no patient harm. Manufacturer's ref. #: (B)(4).